Event description:
Fluid was drained from the knee [joint effusion]. Pain that got progressively worse [pain]. Case description: spontaneous report was received on 30-jan-2012 from a physician regarding a pt, initials unk, with osteoarthritis and meniscus tear of knee. The pt's medical history was significant for drainage of approximately 10 cc of fluid from the knee before administration of synvisc one. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20) injection of 6 ml. The lot number of synvisc one was not provided. On an unspecified date, the pt experienced pain which progressively got worse and fluid was drained from the knee. Culture test was negative for the joint fluid. An arthroscopy was performed. Synvisc one dose was unchanged. The outcome for the events of fluid was drained from the knee and pain that got progressively worse was not provided. Concomitant medications were not provided. The intensity for the events of fluid was drained from the knee and pain that got progressively worse was not provided. The reporting physician did not assess the relationship between synvisc one and the events of fluid was drained from the knee and pain that got progressively worse.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.